Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a structural cable was found torn at the distal end of the fenestrated bipolar forceps instrument. The procedure was converted due to patient anatomy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure due to an issue with the fenestrated bipolar forceps instrument. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint (a structural cable was found torn at the distal end of the instrument). The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) related to the customer reported complaint: the instrument was found to have a broken conductor wire at the distal end. The conductor wire broke near the proximal clevis. The instrument failed the electrical continuity test. No sign of thermal damage was observed. No sign of any fragments or no missing piece of conductor wire insulation. The root cause is attributed to a component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.